Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("tiredness"), nausea ("nausea"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and salpingectomy with removal of essure devices in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fatigue, nausea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion and proper placement. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including extreme debilitating pelvic pain and cramping. On (B)(6) 2016 plaintiff underwent surgery (total hysterectomy and salpingectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping/pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 841632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion, ex-tobacco user, alcohol use, cholecystectomy in 2003, shortness of breath, ovarian cyst in 2008, abdominal pain, uterine dilation and curettage in 2006, migraine, cold symptoms, sore throat, fatigue and chest burning. Previously administered products included for preventive birth control: iud from (B)(6) 2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection, sinus infection, anemia, carpal tunnel syndrome, scales, skin disorder, numbness of upper extremities, tingling, dizzy, eyes red, eye pain, corneal abrasion, seizures, pain in hand and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced allergy to metals ("nickel allergy") and tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced bronchitis ("bronchitis"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In (B)(6) 2015, the patient experienced fatigue ("tiredness/fatigue"). On an unknown date, the patient experienced anxiety ("anxious"), skin warm ("hot spots"), pain in extremity ("leg pain"), acne ("acne"), rash ("rashes"), uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), injection site ulcer ("hot spots") and pain ("body pain"). The patient was treated with antibiotics, salbutamol (albuterol), ibuprofen, surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.) And dietary measures (nutrition). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne, rash, uterine haemorrhage, adnexa uteri pain, back pain and pain outcome was unknown and the fatigue, depression, pruritus, migraine, skin warm, pain in extremity and injection site ulcer had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered acne, adnexa uteri pain, allergy to metals, amnesia, anxiety, back pain, bladder disorder, bronchitis, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, injection site ulcer, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, pruritus, rash, skin warm, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion and proper placement pregnancy test urine - on (B)(6) 2011: negative on (B)(6) 2012, impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. On (B)(6) 2013, pelvic exam impressions: essure devices visualized bilaterally. Otherwise, unremarkable exam. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, mood swings, headache, weight increased, acne, menorrhagia. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received .following event : ovaries pain, back pain, hot spots were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme debilitating pelvic pain and cramping/pain'), genital haemorrhage ('abnormal bleeding(general)'), carpal tunnel decompression ('surgery (other) type of surgery: carpal tunnel surgery') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure (batch no. 841632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 2008, uterine dilation and curettage in 2006, cholecystectomy in 2003, abortion, ex-tobacco user, alcohol use, shortness of breath, abdominal pain, migraine, cold symptoms, sore throat, fatigue and chest burning. Previously administered products included for preventive birth control: iud from (B)(6) 2009 to (B)(6) 2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection, sinus infection, anemia, carpal tunnel syndrome, scales, skin disorder, numbness of upper extremities, tingling, dizzy, eyes red, eye pain, corneal abrasion, seizures, pain in hand and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bronchitis ("bronchitis"). In 2013, the patient experienced allergy to metals ("nickel allergy") and tooth disorder ("dental problems"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In (B)(6) 2015, the patient experienced fatigue ("tiredness/fatigue"). On (B)(6) 2019, the patient underwent carpal tunnel decompression (seriousness criterion medically significant), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced anxiety ("anxious"), skin warm ("hot spots"), pain in extremity ("leg pain"), acne ("acne"), rash ("rashes"), uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), injection site ulcer ("hot spots") and pain ("body pain"). The patient was treated with antibiotics, ibuprofen, salbutamol (albuterol), dietary measures (nutrition), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices. And hysterectomy with bilateral salpingectomy on (B)(6) 2016.) And two molars removed. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, carpal tunnel decompression, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne, rash, uterine haemorrhage, adnexa uteri pain, back pain and pain outcome was unknown and the fatigue, depression, pruritus, migraine, skin warm, pain in extremity and injection site ulcer had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered acne, adnexa uteri pain, allergy to metals, amnesia, anxiety, back pain, bladder disorder, bronchitis, burning sensation, carpal tunnel decompression, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, injection site ulcer, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, pruritus, rash, skin warm, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Surgery on left hand for carpel tunnel doctor suggested the worsened condition may be due to fibers left in her bloodstream from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion and proper placement. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Pregnancy test urine - on (B)(6) 2011: results: negative. On (B)(6) 2012, impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. On (B)(6) 2013, pelvic exam impressions: essure devices visualized bilaterally. Otherwise, unremarkable exam. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, mood swings, headache, weight increased, acne, menorrhagia. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received event "other injury(ies) or complication please describe: carpal tunnel surgery" was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping/pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 841632-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion, ex-tobacco user, alcohol use, cholecystectomy in 2003, shortness of breath, ovarian cyst in 2008, abdominal pain, uterine dilation and curettage in 2006, migraine, cold symptoms, sore throat, fatigue and chest burning. Previously administered products included for preventive birth control: iud from (B)(6)2009 to (B)(6)2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection, sinus infection, anemia, carpal tunnel syndrome, scales, skin disorder, numbness of upper extremities, tingling, dizzy, eyes red, eye pain, corneal abrasion, seizures, pain in hand and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced allergy to metals ("nickel allergy") and tooth disorder ("dental problems"). In (B)(6)2013, the patient experienced bronchitis ("bronchitis"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In (B)(6)2015, the patient experienced fatigue ("tiredness/fatigue"). On an unknown date, the patient experienced anxiety ("anxious"), skin warm ("hot spots"), pain in extremity ("leg pain"), acne ("acne"), rash ("rashes"), uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), injection site ulcer ("hot spots") and pain ("body pain"). The patient was treated with antibiotics, salbutamol (albuterol), ibuprofen, surgery (hysterectomy with bilateral salpingectomy on (B)(6)2016.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.) And dietary measures (nutrition). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne, rash, uterine haemorrhage, adnexa uteri pain, back pain and pain outcome was unknown and the fatigue, depression, pruritus, migraine, skin warm, pain in extremity and injection site ulcer had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered acne, adnexa uteri pain, allergy to metals, amnesia, anxiety, back pain, bladder disorder, bronchitis, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, injection site ulcer, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, pruritus, rash, skin warm, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2012: confirmed full occlusion and proper placement pregnancy test urine - on (B)(6)2011: negative on (B)(6)2012, impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. On (B)(6)2013, pelvic exam impressions: essure devices visualized bilaterally. Otherwise, unremarkable exam. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, mood swings, headache, weight increased, acne, menorrhagia. Most recent follow-up information incorporated above includes: on 14-nov-2018: ¿update of information (batch is invalid).¿ incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme debilitating pelvic pain and cramping/pain'), genital haemorrhage ('abnormal bleeding(general) / blood clogs'), uterine haemorrhage ('abnormal uterine bleeding') and carpal tunnel decompression ('surgery (other) type of surgery: carpal tunnel surgery') in a 31-year-old female patient who had essure (batch no. 841632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 2008, uterine dilation and curettage in 2006, cholecystectomy in 2003, abortion, ex-tobacco user, alcohol use, shortness of breath, abdominal pain, migraine, cold symptoms, sore throat, fatigue and chest burning. Previously administered products included for preventive birth control: iud from (B)(6) 2009 to (B)(6) 2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection, sinus infection, anemia, carpal tunnel syndrome, scales, skin disorder, numbness of upper extremities, tingling, dizzy, eyes red, eye pain, corneal abrasion, seizures, pain in hand and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding(vaginal) / bleeding vaginally") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bronchitis ("bronchitis"). In 2013, the patient experienced allergy to metals ("nickel allergy") and tooth disorder ("dental problems"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In december 2015, the patient experienced fatigue ("tiredness/fatigue"). On (B)(6) 2019, the patient underwent carpal tunnel decompression (seriousness criterion medically significant), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), pain in extremity ("leg pain"), acne ("acne"), rash ("rashes"), back pain ("back pain"), rash macular ("hot spots like burning spots throughout body"), pain ("body pain"), asthenia ("no energy"), abdominal distension ("bloated"), somnolence ("too much sleep"), the first episode of discomfort ("weired heavily body"), vulvovaginal discomfort ("severe vaginal pressure"), vision blurred ("blurry vision"), skin disorder ("head odors"), ear infection ("ear infection"), uterine cervical pain ("cervix pain"), muscle spasms ("back spasm"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterine pain"), sinus disorder ("sinus"), the second episode of discomfort ("weird heavy bodily") and scab ("head scabs"). The patient was treated with antibiotics, ibuprofen, salbutamol (albuterol), dietary measures (nutrition), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices. And hysterectomy with bilateral salpingectomy on 02-aug-2016.) And two molars removed. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, carpal tunnel decompression, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne, rash, back pain, pain, asthenia, abdominal distension, somnolence, vulvovaginal discomfort, vision blurred, skin disorder, ear infection, uterine cervical pain, muscle spasms, adnexa uteri pain, uterine pain, sinus disorder, the last episode of discomfort and scab outcome was unknown and the fatigue, depression, pruritus, migraine, pain in extremity and rash macular had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, amnesia, anxiety, asthenia, back pain, bladder disorder, bronchitis, burning sensation, carpal tunnel decompression, depression, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pain in extremity, pelvic pain, pruritus, rash, rash macular, scab, sinus disorder, skin disorder, somnolence, tooth disorder, urinary tract disorder, urinary tract infection, uterine cervical pain, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal discomfort, weight increased, the first episode of discomfort and the second episode of discomfort to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Surgery on left hand for carpel tunnel doctor suggested the worsened condition may be due to fibers left in her bloodstream from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion and proper placement. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. Pregnancy test urine - on 15-sep-2011: results: negative. On (B)(6) 2012, impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. On (B)(6) 2013, pelvic exam impressions: essure devices visualized bilaterally. Otherwise, unremarkable exam. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, mood swings, headache, weight increased, acne, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media: no energy, bloated, somnolence, discomfort, post procedural haemorrhage, vision blurred, skin disorder, vaginal prolapse, ear infection, sinus, ovarian pain, uterine pain, uterine cervical pain, back spasm. Most recent follow-up information incorporated above includes: on 29-oct-2019: social media received: events added- no energy, bloated, somnolence , discomfort, vision blurred, skin disorder, vulvovaginal discomfort, ear infection, sinus, ovarian pain, uterine pain, uterine cervical pain, back spasm, scab. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping/pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 841632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion. Previously administered products included for preventive birth control: iud from december 2009 to june 2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6)2011, the patient had essure inserted. In december 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching") and allergy to metals ("nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced tooth disorder ("dental problems"). In june 2013, the patient experienced bronchitis ("bronchitis"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In december 2015, the patient experienced fatigue ("tiredness/fatigue"). On an unknown date, the patient experienced anxiety ("anxious"), skin lesion ("hot spots"), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), acne ("acne") and rash ("rashes"). The patient was treated with antibiotics, salbutamol (albuterol), surgery (hysterectomy with bilateral salpingectomy on (B)(6)2016.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.) And dietary measures (nutrition). Essure was removed on (B)(6)2016 . At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne and rash outcome was unknown and the fatigue, depression, pruritus, migraine, skin lesion and pain in extremity had resolved. The reporter considered acne, allergy to metals, amnesia, anxiety, bladder disorder, bronchitis, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, rash, skin lesion, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6)2018 : plantiff fact sheet received.events extracted per pfs:mood swings,memory loss, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia),urinary tract infection,rashes, bronchitis, apareunia,acne, bladder or urinary problems or changes, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping),pain,vaginal discharge,weight gain, burning sensation all over body,leg pain,itching,hot spots.lot number,concomitant drugs,concomitant disease,historical drug,historical condition added. Date of insertion of essure and date of removal of essure updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 13-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("very heavy periods that would last 15-34 days / excessive and abnormal bleeding during menstruation") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("excessive pain in my hips"), migraine ("terrible migraines that would keep me in bed for days / pain was unbearable"), fatigue ("started becoming very tired/ fatigue"), weight increased ("gaining unexplained weight"), skin discolouration ("my skin over the next 2 years had faded to a greyish hue"), mood swings ("severe mood swings"), pain ("excessive pain in random spots all over my body"), the second episode of arthralgia ("excessive pain in joints especially"), iron deficiency ("iron deficiency"), vitamin d deficiency, dysmenorrhoea ("very painful periods / severe abnormal menstrual pain"), polymenorrhoea ("with one or two days between each cycle.") And hypersensitivity ("allergic reaction"). The patient was treated with surgery (on about (B)(6) 2015, she underwent a total hysterectomy) and surgery (underwent a total hysterectomy). In 2014, the migraine, weight increased, skin discolouration, mood swings, pain and the last episode of arthralgia had resolved. At the time of the report, the pelvic pain, menorrhagia, fatigue, iron deficiency, vitamin d deficiency, dysmenorrhoea, polymenorrhoea and hypersensitivity outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hypersensitivity, iron deficiency, menorrhagia, migraine, mood swings, pain, pelvic pain, polymenorrhoea, skin discolouration, vitamin d deficiency, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results: on about (b)(7) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events excessive and abnormal bleeding during menstruation, chronic pelvic pain, and allergic reactions were added. Product start date was updated. Indication was added. Reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Information from MFR report # 2951250-2015-01465 was added to this MFR report in supplemental report #2 in error. There is no new information received for the MFR report # 2951250-2017-01465 and all information has been submitted to the correct MFR report # 2951250-2015-01465.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping/pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 841632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion, ex-tobacco user, alcohol use, cholecystectomy in 2003, shortness of breath, ovarian cyst in 2008, abdominal pain, uterine dilation and curettage in 2006, migraine, cold symptoms, sore throat, fatigue and chest burning. Previously administered products included for preventive birth control: iud from december 2009 to june 2010. Past adverse reactions to the above products included adverse reaction with iud. Concurrent conditions included ear infection, sinus infection, anemia, carpal tunnel syndrome, scales, mass, numbness of upper extremities, tingling, dizzy, eyes red, eye pain, corneal abrasion, seizures and pain in hand. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2011 to 2012 for birth control. In 2011, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itching") and allergy to metals ("nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depressed/depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), amnesia ("memory loss"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced tooth disorder ("dental problems"). In june 2013, the patient experienced bronchitis ("bronchitis"). In 2014, the patient experienced burning sensation ("burning sensation all over body"). In december 2015, the patient experienced fatigue ("tiredness/fatigue"). On an unknown date, the patient experienced anxiety ("anxious"), skin warm ("hot spots"), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), acne ("acne"), rash ("rashes") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, salbutamol (albuterol), ibuprofen, surgery (hysterectomy with bilateral salpingectomy on (B)(6)2016.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.), surgery (hysterectomy and bilateral salpingectomy with removal of essure devices.) And dietary measures (nutrition). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, anxiety, allergy to metals, bronchitis, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary tract infection, tooth disorder, dysmenorrhoea, mood swings, amnesia, headache, vaginal discharge, weight increased, burning sensation, vaginal haemorrhage, menorrhagia, acne, rash and uterine haemorrhage outcome was unknown and the fatigue, depression, pruritus, migraine, skin warm and pain in extremity had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered acne, allergy to metals, amnesia, anxiety, bladder disorder, bronchitis, burning sensation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, rash, skin warm, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion and proper placement pregnancy test urine - on (B)(6) 2011: negative on (B)(6) 2012, impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. On (B)(6) 2013, pelvic exam impressions: essure devices visualized bilaterally. Otherwise, unremarkable exam. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pelvic pain, mood swings, headache, weight increased, acne, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: reporter information, patient¿s demographic information, relevant history and lab data updated. Event uterine haemorrhage was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain and cramping") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("tiredness"), nausea ("nausea"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and salpingectomy with removal of essure devices in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fatigue, nausea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including extreme debilitating pelvic pain and cramping. On (B)(6) 2016 plaintiff underwent surgery (total hysterectomy and salpingectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.